Manufacturer narrative:
This device is not being analyzed as the reason for infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to erosion with infection. No additional adverse patient effects were reported.